Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead helix had difficulty extending and retracting. It was reported that the helix finally jumped out of the lead. The lead was not used and was replaced with a different lead. No patient complications have been reported as a result of this event.